Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances on their leads. As a result, surgical intervention took place on (B)(6) 2025, wherein both the leads were explanted and replaced to address the issue.